Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and the spinal cord stimulator (scs) leads had impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility. No device malfunction was suspected by physician.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5082489, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7072712, UDI: (B)(4).